Manufacturer narrative:
Stroke/cva: "strokes/cvas can occur during or after impella support, and can be either ischemic or hemorrhagic. To make a determination as to the cause of the stroke, the following clinical information must be considered: -patient's medical history, including any previous strokes, cardiovascular disease, or risk factors such as hypertension, diabetes, or atrial fibrillation. -timing of the stroke in relation to impella support (during or post-implant). -detailed description of the symptoms experienced by the patient. -neurological examination findings and any focal deficits observed. -diagnostic imaging results, such as CT scan or MRI of the brain, to identify the type and location of the stroke (ischemic or hemorrhagic). -laboratory test results, including coagulation profiles and cardiac markers. -any relevant procedural or device-related factors, such as duration and settings of impella support, presence of embolic protection devices, or any documented procedural complications. -response to any previous anticoagulation or antiplatelet therapies. -evaluation of potential alternative causes of stroke, such as arrhythmias, embolic sources, or underlying vascular pathology. As this clinical information was not provided, the true root cause of the stroke/cva could not be determined.¿

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock, section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported that a patient suffered a massive stroke during impella 5.5 support. The decision was made to withdraw care and the patient passed away. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.